Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant carbon dioxide concentrated (co2_c) results. Quality controls (qc) was in range initially, then suddenly qc was out of range, and in range upon repeat. There were no errors and no recent maintenance performed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sampling pump (sp) and dilution aspiration pump (dip) seals. Qc was in range after service. The cause of the discordant co2_c results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide concentrated (co2_c) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the same advia 1800 instruments, and recovered higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (co2_c) results.